Event description:
Total abdominal hysterectomy "possible lot #'s 1159493, 1164629 or 1162809" surgeon performed tah on (B)(6) 2012, midline incision used and alexis wound retractor used for the procedure. The following day (B)(6) 2012, pt developed abdominal pain, CT scan attended, this was clear. Surgeon took pt back to theatre for a second laparotomy on the (B)(6), to repair a small bowel injury. He rang the applied medical rep on the (B)(6), to inform of the chain of events which he believes may have been caused by the alexis wound retractor. Appointment made to see surgeon on the (B)(6)." F/u appointment with surgeon on (B)(6) 2012: "he explained what happened as per rga completed, but could not confirm if the pt's bowel complications were directly related to the alexis, however as the only variant in the procedure used was the alexis he felt he needed to contact the applied and inform us. The pt developed a bowel complication following the total abdominal hysterectomy so the complication was not detected until after the procedure ie after the alexis was removed." Pt status: as of (B)(6), improving still remains in hosp.

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report will be reviewed by engineering. A final report will be sent once the results have been analyzed.